Manufacturer narrative:
Device was returned to numed. The longitudinal balloon burst was confirmed. It was already reported that the physician used an injector and took the catheter above its rated burst pressure; although it was unknown as to what pressure the balloon actually burst at. A sample device was pulled and tested for rbp. The labeled rbp for this device is 5.0 atm. The sample catheter did not burst until 10 atm. It is specified in the instructions for use that an inflation device with pressure gauge is recommended for inflation of these balloon catheters to monitor the pressure being used. It is also stated that these catheters should not be taken above their rated burst pressures, which are specified on the label as well as in the instructions for use.

Event description:
Balloon ruptured longitudinally. An injector was used and it was taken over the rbp.